Event description:
Olympus received a voluntary report, which stated: "a piece of thunderbeat tip was discovered missing while being used in the patient. Olympus thunderbeat-trail instrument. Patient was x-rayed on table with negative result. Missing piece was found in suction cannister."

Manufacturer narrative:
Olympus followed-up with the FDA to obtain additional information regarding the user facility and was informed that all allowable information related to the report had already been released and the reporter had elected not to disclose any specific contact information. Olympus performed a search in the complaint database and was unable to identify any similar complaints. Additionally, olympus was unable to perform any follow-up activity due to there was no specific contact information provided. The device referenced in this report was not returned to olympus for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.